Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a patient with late postoperative inflammation. Additional information was provided by the nurse, who reported that the patient developed non-infectious iridocyclitis. The patient was treated with a steroid does pack and steroid eye drops. There were no cultures performed. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).